Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Pediatric pt is a clinical trial participant in a foreign study unrelated to the dexcom device. Study coordinators informed dexcom that the pt had a sensor inserted on (B)(6) 2010. The device began displaying an error message on (B)(6) 2010 and the sensor was removed on (B)(6) 2010. Upon removal of the failed sensor, the sensor wire appeared to be fractured with the distal end retained. The pt has not complained about the retained sensor fragment since the incident. There is no swelling, pain, or other signs of infection.